Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected therapy time was 48 hours; however, the device was completely full with the 5-fluorouracil (5fu) medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between august 20-21, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.